Event description:
According to the reporter, during a radical gastrectomy, while preparing to suture the subcutaneous fat layer, the suture was broken. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned product noted one partial suture and one needle. The needle was attached to the suture. The suture was returned broken. The suture length was measured with a metal yard stick, calibration asset: nh02505, and was determined the length to be 1/16th of an inch. Needle was received bent near the tip and 1/3 of its length from the needle tip. Upon microscopic inspection, instrument marks were observed near the bend site. Functional testing on the opened complaint device was precluded as the suture was returned already broken. It was reported that the suture was broken the reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: bent needle. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.